Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the black rubbery foreign material clogged in the air/water nozzle was unable to be identified. The customer was trained by olympus on how to reprocess the device according to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
An olympus pae process engineer reported on behalf of the customer, the evis lucera elite colonovideoscope experienced air and water block during reprocessing. There was no report of patient harm associated with this event. During inspection of returned device, the subject device air water nozzle was blocked with foreign debris. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. A blockage was present in the air/ water nozzle, that appeared to be a black rubber like material. This material did not originate from the olympus endoscope. In addition, the bending section cover adhesive was lifting. Color ring was worn. The bending angle angulation was reduced. The play of the angulation knobs were out of specification. Electrical safety test was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.